Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed. The field service engineer (fse) arrived at the medstation and found that drawers 1.1 and 1.2 were not on the bus. All light emitting diodes were illuminated on both detroit controller printed circuit boards (pcbs) and on the drawer module printed circuit boards. The system was powered down, and the tray cable, both trays, and the drawer controller printed circuit boards were reset. The retractor cable and internal bus cable were also reset. Upon reboot, it was verified that all drawers and pockets were recognized. This issue was identified during medication dispensing; however, there was no delay in dispensing medications to patients because another station was available in close proximity. The unit was tested for proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.